Event description:
It was reported that the patient presented to the clinic for follow up. Interrogation of the pacemaker noted that the right atrial (ra) lead was over-sensing noise resulted in inappropriate mode switch episodes. No intervention was performed. The patient was in stable condition.